Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The back upholstery was torn in two places near the top in the area that it connects to the chair.